Event description:
The customer contacted physio-control to report that their device power cycled after providing a defibrillation shock. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided additional information regarding the event. The event date and executive summary in section b have been updated accordingly. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. In a review of the electronic records there was no indication of the device experiencing an unexpected power cycle. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked-up after providing defibrillation shocks during patient use. There were no reports of adverse effects to the patient as a result of the reported issue.